Event description:
It was reported the patient's drg lead at the l4 placement was replaced due to high impedance. Postoperatively, stimulation was restarted and the issue was resolved.

Event description:
Device 1 of 3; reference MFR report: 1627487-2019-03309 and 1627487-2019-03310. Additional information obtained identified the patient was implanted with three leads. It was undetermined which of the leads was liable. All possible devices are being reported.